Event description:
Per the clinic, the patient was placed under general anesthesia on (B)(6) 2024, in order to explant the internal magnet. The patient was converted to a transcutaneous osia implant system.